Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm in cannulation zone. Approximately 13 months post procedure patient suffered occlusion of transposed basilic outflow vein of arteriovenous fistula. Left upper extremity arteriovenous fistulogram showed an occlusion of the basilic transposed vein at the level of the axillary stent with reconstitution in the level of the left subclavian vein. Sequential balloon angioplasty was performed with a 5 mm, 6 mm, and 7 mm balloon. Repeat fistulogram showed revascularization of the arteriovenous fistula. Patient recovered.